Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer stated the crossbrace that connects on the right side of the chair is sheared where the center bolt connects both crossbraces.